Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had large air bubbles. The customer's blood glucose was 255 mg/dl at the time of incident. The customer's blood glucose was 301 mg/dl at the time of call. The customer stated that her blood glucose reached 344 mg/dl and gave herself insulin. The customer stated that the insulin was not expired. The customer stated that the insulin was stored at room temperature. The reservoir will not be returned for analysis.